Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing. The device was reprogrammed and the issue was resolved. Patient was stable.